Manufacturer narrative:
H6: investigation summary : 6 samples of the 1013-156-022 model were received a preliminary visual inspection was performed. DHR review could not be completed due to no lot number was reported. Small cracks were identified in only 4 samples, no issues were detected in the two remaining. Since the failure mode could not be replicated, a cause effect was conducted, however, since the damage is in the outside of the fluid path, it was considered that an external force generated the damage, therefore, the root cause could not be confirmed. H3 other text : see h10.

Event description:
It was reported that male luer slip 64 cav. Experienced a case of leakage and a case of device deformation/damage/cracking. The following information was provided by the initial reporter: material no: 1013-156-022, batch no: unknown. 1. Luer locking hub not locking into catheter causing leaking. 2. Extension set inside kit has a compromise near the ll hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that male luer slip 64 cav. Experienced a case of leakage and a case of device deformation/damage/cracking. The following information was provided by the initial reporter: material no: 1013-156-022. Batch no: unknown. Luer locking hub not locking into catheter causing leaking. Extension set inside kit has a compromise near the ll hub.